Event description:
The pt's spouse reported that the introducer needle for the medtronic paradigm sof-set insulin infusion set broke off at the hub and remained in the cannula. He had inserted the infusion set for his wife, who is visually impaired. He reported that when he removed the insulin infusion cannula, in response to his wife's hyperglycemia, the introducer needle could be seen within the cannula. He stated that he inserted a new infusion set and administered insulin via the new set. His reports that his wife's glucose returned to normal levels with this action. He was advised to contact medtronic and he stated that he was returning the infusion set and broken introducer needle to medtronic as requested by the company. Dates of use: 2009. Diagnosis: insulin requiring diabetes mellitus.